Event description:
Customer reported the insulin pump kept alarming no delivery when he started to deliver large amounts of insulin. Customer stated he initially would change the site about once a week due to the alarms. Customer stated instead of changing site when alarms occurred he would just bolus the remaining amount of insulin he needed and continued using the infusion set. Customer did not have any current issues. Customer's blood glucose was 153 mg/dl. Customer declined troubleshooting. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing and no unexpected alarms were noted during testing. The insulin pump was received with cracked reservoir tube lip and scratched reservoir tube window.